Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The vascular access site was the femoral artery. The 88% stenosed target lesion was located in the severely calcified and severely tortuous proximal left anterior descending (lad) artery. The reference vessel diameter was 4.0mm. The lesion was pre-dilated with an unspecified 2.5mm balloon. The physician attempted to advance a taxus liberte' 4.00x16mm stent across the lesion site but was unsuccessful. The device was removed from the patient and the procedure was then completed with another device. No patient complications were reported. However, the returned product revealed that there was distal stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Struts on rows 1 and 2 from the distal edge were raised. The tip was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. The balloon section of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).